Event description:
It was reported that the patient's right hip was revised due to metallosis. Intra-operatively, it was confirmed the patient had black tissue, and the stem was observed to have slight wear. The head and liner were revised to a ceramic head with sleeve and new liner. Rep confirmed there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding altr and wear involving an unknown accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were provided for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary/revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.